Event description:
On (B)(6) 2015, the lay-user/patient¿s spouse contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter read inaccurately high compared to another device (onetouch ultraeasy). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2015 at 10:30pm. The reporter claimed the patient obtained blood glucose readings of ¿8.9 mmol/l¿ with the subject meter and ¿5.4 mmol/l¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter informed the csr that the patient manages his diabetes with insulin (self-adjuster) and claimed the patient altered his insulin dose and took 18 units of lantus insulin in response to the alleged issue. The reporter claimed the patient did not develop any symptoms and there was no mention of medical treatment/intervention received for a severe low blood glucose excursion after obtaining the alleged inaccurate high result. The reporter claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A secondary issue was also noted; vial over labeled by a third party was observed. Additionally, a tertiary issue was noted; strips were found to have been designated for country different to the customer country. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.